Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 959209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), device dislocation ("migration"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased, bladder disorder and urinary tract disorder had resolved and the psychological trauma and device dislocation outcome was unknown. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and weight decreased to be related to essure. The reporter commented: patient received treatment for event pain, abnormal bleeding, migration, bladder/urinary problems, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case is upgraded to serious incident. Event injury was replaced with event pelvic pain. Events added to case: "abnormal bleeding", "psychological injury", "bladder problems", "urinary problems", "migration", "weight loss" was added. Lot number added. Lab data added. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('pull the coil out from the cornua in 2 separate pieces'), embedded device ('two of the coils are stretched appearing. A fifth segment, 0.6cm in length, is noted, embedded in a portion of pink-tan soft tissue'), pelvic pain ('pain') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'). In an adult female patient who had essure (batch no. 959209), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy test urine: negative, vaginal pain, yeast infection, depression, depressed mood, anhedonia, insomnia, fatigue, appetite lost, cervix carcinoma, ovarian cyst, spotting vaginal, candida infection, sexually transmitted disease, pelvic inflammatory disease, dysuria, uti, yeast vaginitis, urinary frequency, chlamydial infection, painful intercourse, cervical dysplasia, uterine cervical motion tenderness, cervicitis, vaginal bleeding, abdominal cramps, anemic, dysfunctional uterine bleeding, pelvic pain female, weight loss, leukorrhea, pain in extremity, c-section and traumatic injury. Previously administered products, included for an unreported indication: depo and zithromax. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation ("migration/malpositioned essure coil"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils. And salpingectomy- bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, device dislocation and psychological trauma outcome was unknown. And the pelvic pain, genital haemorrhage, weight decreased, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device breakage, device dislocation, embedded device, genital haemorrhage, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder and weight decreased to be related to essure. The reporter commented: patient received treatment for event pain, abnormal bleeding, migration, bladder/urinary problems, weight loss. Right side: had 0 coils, and left side: had 4 coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, bilateral essure occlusion. No abnormalities detected in the endometrial cavity. Lot number#: 959209, manufacturing date: 2012-03, expiration date: 2015-03. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, embedded device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: events: 'pull the coil out from the cornua in 2 separate pieces, and 'two of the coils are stretched-appearing. A fifth segment, 0.6cm in length, is noted, embedded in a portion of pink-tan soft tissue', pid (acute pelvic inflammatory disease) were added, medical history, lab data, reporter information, patient aka name were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pull the coil out from the cornua in 2separate pieces'), embedded device ('two of the coils are stretched-appearing. A fifth segment, 0.6cm in length, is noted embedded in a portion of pink-tan soft tissue'), pelvic pain ('pain') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in an adult female patient who had essure (batch no. 959209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, vaginal pain, yeast infection, depression, depressed mood, anhedonia, insomnia, fatigue, appetite lost, cervix carcinoma, ovarian cyst, spotting vaginal, candida infection, sexually transmitted disease, pelvic inflammatory disease, dysuria, uti, yeast vaginitis, urinary frequency, chlamydial infection, painful intercourse, cervical dysplasia, uterine cervical motion tenderness, cervicitis, vaginal bleeding, abdominal cramps, anemic, dysfunctional uterine bleeding, pelvic pain female, weight loss, leukorrhea, pain in extremity, c-section and traumatic injury. Previously administered products included for an unreported indication: depo and zithromax. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation ("migration/malpositioned essure coil"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils. And salpingectomy- bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, pelvic inflammatory disease, device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, weight decreased, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device breakage, device dislocation, embedded device, genital haemorrhage, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder and weight decreased to be related to essure. The reporter commented: patient received treatment for event pain, abnormal bleeding, migration, bladder/urinary problems, weight loss. Right side had 0 coils, and left side had 4 coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure occlusion. No abnormalities detected in the endometrial cavity. Lot number:959209 manufacturing date:2012-03, expiration date:2015-03. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 959209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psychological injury"), device dislocation ("migration"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased, bladder disorder and urinary tract disorder had resolved and the psychological trauma and device dislocation outcome was unknown. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and weight decreased to be related to essure. The reporter commented: patient received treatment for event pain, abnormal bleeding, migration, bladder/urinary problems, weight loss. Lot number:959209 manufacturing date:2012-03 expiration date:2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.